Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. A visual inspection and magnetic sensor functionality test of the returned device were performed following bwi procedures. Visual inspection was performed, and the shaft was observed bent and a cut with internal parts exposed. In addition, the rocker arm was observed detached from the handle. The device was connected to the carto 3 system, and it was recognized and visualized correctly. No issues or errors were observed. A manufacturing record evaluation was performed for the finished device number lot 31236921l and no internal action related to the complaint was found during the review. The magnetic issue reported by the customer was not confirmed. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The potential cause of the bent, cut and rocker arm separation observed along the device cannot be determined. It could be related to the handling of the device after procedure since these damages were not reported by the customer, however, this cannot be conclusively determined. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported mapping issue. Investigation findings: fracture problem (c070603) / investigation conclusions: cause not established (d15) / component code: actuator (g04002) were selected as related to the rocker arm that was observed detached from the handle. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the bent and broken shaft. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) observed the shaft as bent and a cut with internal parts exposed. Initially, it was reported that the carto 3 system displayed an error 371, cannot acquire points with mapping catheter. To troubleshoot, the biosense webster representative reseated the catheter interface cable connections, and the issue remained. When the catheter was replaced, the issue resolved, and the case continued. No adverse patient consequence was reported. The issue with mapping was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device and per the evaluation completion on 26-apr-2024, the shaft was observed bent and a cut with internal parts exposed. This was assessed as MDR reportable with an awareness date of 26-apr-2024.